Event description:
It was reported per email (medwatch report #mw5106540, report date: (B)(6) 2021) that ms3 pump for generic treprostinil alarms low volume, but syringe still has 0.4 ml remaining. Patient requests that both pumps are replaced as well as reporting product complaint for cartridge. No further details provided.